Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage. There was evidence of blood on the casing and the cutter blade. A visual inspection determined that the safety lock was unlocked and actuation button was depressed on the aortic cutter. The cutter was reset to the original position to do a functional test. The actuation button was depressed on the device and it performed according to specifications, no non-conformities were found during the functional testing. The aorta cutter was viewed under a microscope; no non-conformities were found. Based upon the received condition of the device, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, when the heartstring iii was taken out of the cox, it was discovered that the aortic punch had already deployed. A replacement device was used to complete the procedure. The hospital did not report any pt effects.